Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1,g2(unmark health professional and company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction image blacked out was confirmed. And additionally on device inspection error message b30 was detected. Based on the results of the investigation and the information provided, it was presumed that the charged coupled device unit was damaged during device handling by the user, which led to the suggested events. However, a definitive cause could not be determined. The events can be detected by following the instructions for use which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope did not display 3d image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.